Event description:
The user facility reported a 37-year-old male patient was being implanted with an impella cp device for mechanical circulatory support and that the pump had difficulty in advancing due to the femoral artery being too small for the impella sheath. Therefore, the medical team planned for a reperfusion catheter. While the patient was on impella cp support, the patient experienced limb ischemia in both extremities. The pump was repositioned, during repositioning the patient went into ventricular tachycardia and a left atrial appendage thrombus was found. No additional information was provided for the treatment of the vt and thrombus. Patient was monitored until impella cp device was successfully weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ this report is being filed as part of a retrospective review of historical records.